Manufacturer narrative:
(B)(4). Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays unexpected battery power loss and low battery alert less than a week, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.